Manufacturer narrative:
Additional information: g3. Correction: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a multicentric retrospective study analyzed the outcomes of patients who underwent ultrasound fusion imaging (usfi) microwave ablation for the treatment of hepatocellular carcinoma between january 2021 and december 2024. It was noted that ablation was accomplished with the emprint microwave ablation system, utilizing a 13.5 g antenna, with a power of either 100 or 150w. There were 73 hcc nodules treated in 56 patients. It did not experience any complications and only one patient experienced major complications. Complications included hemorrhagic complication characterized by hemoperitoneum without evidence of active arterial bleeding, which was monitored in the following days and resolved spontaneously without any intervention.

Manufacturer narrative:
Real-life clinical use and outcomes of fusion imaging-guided percutaneous microwave ablation of hepatocellular carcinoma: experience from two italian centers / pierpaolo biondetti, francesco cicchetti, gaetano valerio davide amato, velio ascenti, niccolò finardi, jacopo tintori, francesco ugo iovino, carolina lanza, salvatore alessio angileri, pierluca torcia, anna maria ierardi, giacomo vignati, lorenzo giovanni monfardini, and gianpaolo carrafiello./ diagnostics 2025, 15, 1573 / https://doi.org/10.3390/diagnostics15131573 / published date: 20 june 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.